Event description:
It was reported that prior to starting a da vinci si surgical procedure a permanent cautery spatula instrument tip broke prior to insertion. The broken piece was discarded. There were no missing pieces or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed the alleged complaint. The instrument's proximal clevis was broken. The clevis had a triangular shaped piece broken off. The broken piece was not returned but measured roughly .165 x .200. The clevis was cracked on the opposite side as well. Engineering concluded the damage may be due to mishandling/misuse. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.